Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported loss of capture, loss of sensing, and lower out of range pacing lead impedance were observed on the right atrial lead. When the lead was observed under fluoroscopy, the lead was found crushed by the subclavian space. Damaged insulation was noted near the proximal end of the lead when the pocket was opened. The lead was successfully extracted and replaced. The patient did not experience any adverse effects.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.